Event description:
Asr revision; asr hip resurfacing system - right; reason(s) for revision: pain.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision - asr hip resurfacing system - right. Reason(s) for revision: pain. Update: amended revision date and added patient details. Received 15th august 2012. Revision took place (B)(6) 2010, exact date not provided. It would seem that the cup was left in situ and revised with the xl system refer to (B)(4) for remainder products. Update: rejected cup (product 1). Received: april 23rd 2013. Please note the cup has been rejected on this dint as it was left in situ. Please see (B)(4) for revision of cup. Update received 26th june 2014. Legal document added. Update received 2 sept 2014 - dor updated. Update confirmation received that duplicate dints have been opened for this com. This is the correct one. ((B)(4) is being voided) surgeon confirmed hip arthorosis. A fracture of the femoral neck occured as a result of a prosthesis replacement with coated prosthesis. For this reason an implantation procedure of the femoral stem was performed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision - asr hip resurfacing system - right. Reason(s) for revision: pain. Update: amended revision date and added patient details. Received 15th august 2012. Revision took place (B)(6) 2010, exact date not provided. It would seem that the cup was left in situ and revised with the xl system refer to (B)(4) for remainder products. Update: rejected cup (product 1). Received: april 23rd 2013. Please note the cup has been rejected on this dint as it was left in situ. Please see (B)(4) for revision of cup. Update received 26th june 2014. Legal document added.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 12 nov 2015: rec'd updated legal letter from kennedys, added implant hospital - ospedale san pietro fatebenefratelli and expiry dates/mw fields.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.